Manufacturer narrative:
January 2018 bimonthly asr exemption e2013025 the total number of events for product classification code ftm is 5. Qty 1- pelvisoft acellular collagen biomesh qty 2- pelvisoft acellular collagen biomesh, 4cm x 7cm qty 1- pelvisoft acellular collagen biomesh, 6cm x 8cm qty 1- pelvisoft acellular collagen biomesh, 8cm x 12cm h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
January 2018 bimonthly asr.